Event description:
Event description guidant received information that during a follow-up procedure for this cardiac resynchronization therapy (crt-d) defibrillator, the right ventricular defibrillation lead had a varying shocking impedance. Interrogation of the device history noted an out-of-range measurement after implant, and a steadily rising impedance since then.